Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized on saturday (B)(6) 2018 due to hypoglycemia and diabetic coma. It was stated that the customer did not have a sensor and he fell in to diabetic coma when sleeping. The customer stated that before going to sleep he noticed a bump on his skin and he thought it was due to insulin stacking. The customer changed the infusion set and site of insertion and gave himself a correction. He checked his blood glucose before going to bed. It was stated that his wife noticed that he was sweaty and gave him orange juice and sugar. The customer¿s spouse called an ambulance, he was given a glucagon injection and was admitted to the hospital. Blood glucose at the time of admission was 1.7 mmol/l. Blood glucose at the time of the call was 5.6 mmol/l. The customer was not wearing the insulin pump at the time of hospitalization and was disconnected less than 48 hours. The customer reported that he was in the hospital for few hours and was discharged on the same day. Troubleshooting was not done performed. The product is expected to return for analysis.